Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified circumflex that was totally occluded. Prior to stenting predilatation was performed with a 5 mmx120 mm foxcross balloon to 14 atmospheres. The physician was advised to predilate further or use a 5 mm device instead; however, the decision was made not to do this. During deployment of the (6x200) 6f 120 cm supera veritas stent it became elongated down past the profunda. Stent deployment was supposedly complete; however, it was not noticed that the last part of the stent had not released from the sheath. The stent was held in position and the sheath was withdrawn to release the remainder of the stent implant. The result looked great on angiography. Upon examination of the stent delivery system it was observed that the tip of the device was missing. On angiography the tip was observed to be in the peroneal artery. An attempt was made to retrieve the tip with a snare device; however, this was unsuccessful. The decision was made to leave the tip in the artery. The patient had a 2 vessel runoff to the foot with greatly improved flow. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The pre-dilatation sizing table instructions listed in the supera veritas instruction for use (IFU) instructs that a vessel should be pre-dilated to 6.7mm when using a 6mm stent. The stent lengthened during deployment due to the stent diameter being larger than the vessel diameter. The lengthening of the stent resulted in the proximal portion of the stent being deployed inside the introducer sheath. Because the reported difficulties appear to be the result of an IFU deviation.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the procedure was to treat a lesion located in the profunda, not the circumflex artery as previously reported.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: v18; sheath: cook 6f, 45 cm. (B)(4) - failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.